Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation. We are aware of other such complaints, however the occurrence rate is very low, at approximately 0.0001% worldwide for the last year.

Event description:
A hospital in australia reported that an mr290 chamber was leaking at the seal on the base to the plastic dome. No patient consequence was reported.